Event description:
It was reported that during surgery is difficult to fix tibial cutting block in correct position, so the surgeon had to proceed with a recut.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, it was reported that the surgeon fixed the block/kept it in the correct position and completed the procedure with a 3 to 5 minute surgical delay. The patient impact beyond the reported minimal surgical delay cannot be determined. No further medical assessment is warranted at this time. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.